Manufacturer narrative:
.

Event description:
Reportedly, when the device was interrogated on (B)(6) 2015, a message was displayed stating "[3] low shock impedance, defibrillation system ineffective". According to the reporter, this message could be due to an overload that occurred on the last shock recorded by the device on (B)(6) 2015 (note that both atrial and ventricular leads were replaced on (B)(6) 2015). An analysis is requested.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior is complaint with the specification. The reported warning message will be displayed until the delivery of the next shock and proper measurement of the impedance.

Event description:
Reportedly, when the device was interrogated on (B)(6) 2015, a message was displayed stating "[3] low shock impedance, defibrillation system ineffective". According to the reporter, this message could be due to an overload that occurred on the last shock recorded by the device on (B)(6) 2015 (note that both atrial and ventricular leads were replaced on (B)(6) 2015). An analysis is requested.

Event description:
Reportedly, when the device was interrogated on (B)(6) 2015, a message was displayed stating "[3] low shock impedance, defibrillation system ineffective." According to the reporter, this message could be due to an overload that occurred on the last shock recorded by the device on (B)(6) 2015 (note that both atrial and ventricular leads were replaced on (B)(6) 2015). An analysis is requested.